Manufacturer narrative:
A1: patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I hiv ag/ab combo and provided the following data (ref: = 1.0 s/co is reactive). Sample ID: (B)(6) result was 1.02(reactive) and 1.54 (reactive) and when retested on another alinity - ai03003 result was 0.96 (non-reactive). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity I processing module, serial # (B)(6) was evaluated. It was determined that replacement of the valve, manifold, dispense 2 way and valve, bypass, dispense manifold resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the valve, manifold, dispense 2 way or valve, bypass, dispense manifold or the alinity I system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the valve, manifold, dispense 2 way or valve, bypass, dispense manifold as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported false reactive alinity I hiv ag/ab combo and provided the following data (ref: = 1.0 s/co is reactive). Sample ID: (B)(6) result was 1.02(reactive) and 1.54 (reactive) and when retested on another alinity - (B)(6) result was 0.96 (non-reactive). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.